Manufacturer narrative:
No conclusion code available; the reported field event of an inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified blood and septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw of ra lead could not be loosened during the pacemaker change procedure. The atrial lead was capped as the patient had af. Patient&#38112;condition was good before, during and after the procedure.